Event description:
It was reported that the patient went to the hospital due to inflatable penile prosthesis (ipp) not working properly as the pump was dimpling. Troubleshooting was attempted by the healthcare personnel to no avail. Two weeks later a surgical procedure was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. Following the intervention the patient was stable and improved. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and pump dimpling were able to be confirmed through product analysis as the pump did not pass the deactivate state test. This could affect the functionality of the device and was the likely cause of the clinical observations. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The pump was visually and microscopically analyzed. Upon microscopic inspection, the pump spring was identified to be misaligned. The pump was functionally tested and it was noted that the component did not pass the deactivate state test. This could have caused the pump issues observed clinically. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly as the pump was dimpling. Troubleshooting was attempted by the healthcare personnel to no avail. Two weeks later a surgical procedure was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. No patient complications were reported.